Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
During the surgical procedure, the applied clips were being used and the doctor says, "it does not work properly, it does not turn, it does not tighten, it releases the staples". There were no consequences, since the doctor, seeing that the staples were loose, stopped using them and kept stapling with other material. Procedure completed with a disposable clip applier. Procedure: laparoscopic cholecystectomy

Manufacturer narrative:
(B)(4). Date sent: 03/23/2018. Additional information received: the product was discarded.